Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspected confirmed a kink at 67mm from the tip of the sheath. Retention samples from the reported and surrounding lots manufactured were evaluated. A visual examination confirmed there were no visual defects. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file found similar reports for this part/lot combination from the same facility. See MDR numbers 1118880-2016-00263 and 1118880-2016-00264. There is no evidence that this event was related to a device defect or malfunction. The retention samples were found to be normal product. An exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a kink in the sheath. Follow up communications with the user facility confirmed the following information: the sheath kinked out of the package. There was not patient impact.